Event description:
Device was returned for repair only. Upon receipt, it was noted that a portion of the upper jaw was broken off and missing. Hospital contact confirmed device had broken while in use in surgery; however, the piece was retrieved with no pt injury resulting.